Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of false upstream occlusion alarms through the history log, but could not reproduce it during evaluation. Evaluation found the upper reading on the ultrasonic sensor to be below specification, making the pump more sensitive to upstream occlusion alarms. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump experienced a false upstream occlusion alarm in the biomed testing area. It was also reported that there was no patient injury.